Event description:
It was reported that the recharger was not recharging the implantable neurostimulator, as the battery would not increment past 30% and was dead in charge. The recharger was getting warm during use, but not hot and did not burn the patient. During attempted recharge, the controller battery would deplete from 100% to 90%, while the implantable neurostimulator battery remained at 30%. The patient had reset the controller and when they attempted to recharge the stimulator they got recharging excellent. The controller was at 90% and the stimulator was dead in charge. The patient received a new controller battery, as the previous one did not work, but the issue persisted after replacement. The recharger required replacement due to continued malfunction. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: 00613994925985 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product ID 97755, serial# (B)(6), product type: recharger, was returned and the analysis shows that when trying to read ins get rm03 error code. High reading na low reading na worn donut. This does not impact the functionality of the recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.